Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: vyaire medical was unable to confirm the issue - excessive condensation in all lines of the ventilator. It was confirmed that there was only moisture in the patient circuit and no moisture in the airway pressure line. Furthermore, the pressure transducer was clear of moisture. Vyaire field service representative (fsr) evaluated the device on-site, performed patient circuit calibration and ventilator performance check and the unit passed all testing.

Event description:
It was reported to vyaire medical an excessive condensation in all lines of the 3100b ventilator. It was also stated that the unit was failing to hold a press. The issue happened during patient use. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.